Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for multiple patient samples. This medwatch will cover patient 1. (B)(4). Patient 1: the initial result was 721 iu/l and was reported outside of the laboratory. The low result led to a misdiagnosis of miscarriage and prompted an injection of misoprostol to start a termination of pregnancy as the previous result for the patient on (B)(6) 2018 was 5316 iu/l. Information regarding the dosage or timing of the treatment was requested but was not provided. The sample was repeated on (B)(6) 2018 with a result of 8516 iu/l which was believed to be correct. The patient returned for an "uss scan" on (B)(6) 2018 which confirmed an intact, ongoing pregnancy with fetal heart activity. The patient requested a termination of the pregnancy as "she did not want to take the risks of an adverse pregnancy outcome". She underwent a successful medical termination of the pregnancy. In general, hcg+ss is used as an aid in early detection and monitoring of pregnancy. Decreasing results are suspicious of different kinds of possible pathological states of pregnancy. Decisions about diagnosing and treatment of a suspected miscarriage commonly are not based on a single hcg+ss result. The key elements of the evaluation of a woman with a suspected spontaneous abortion are the pelvic examination and pelvic ultrasound, whereas the diagnosis of a spontaneous abortion is generally based upon pelvic ultrasound findings (e.g. Dimensions of the embryo and presence of cardiac activity). If the gestational sac or embryo is smaller than these dimensions, pelvic ultrasound should be repeated in one to two weeks. In this case, information about further diagnostic results and the patient¿s clinical symptoms was not provided. The reagent lot number was 25920500. The expiration date was requested but was not provided. The qc results on the date of the event were within range. Precision testing was performed. Based on the provided calibration and qc data, general reagent or instrument issues were excluded. The r1 reagent probe was found to be badly damaged and was replaced. Mechanism checks, alignments, and priming were performed. Quality control was performed and was acceptable.

Manufacturer narrative:
Additional information was provided that the patient was initially tested for hcg + beta due to abdominal pain. A scan was performed on (B)(6) 2018 and showed pregnancy sac "5/40". The valves on the cobas e801 were changed and no further erroneous results were noted. The customer ran duplicate testing on multiple assays and no issue were found.

Manufacturer narrative:
The investigation determined the root cause of this event is deterioration of system reagent procell ii m. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.